Manufacturer narrative:
Concomitant products: 6947m55 lead, implanted: (B)(6) 2013. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted on (B)(6) 2016, the svc coil impedance spiked to 254 ohms from a trend in the 60 -70 ohms range.

Event description:
It was reported that the right ventricular (rv) lead triggered an alarm due to high superior vena cava (svc) coil impedance. A device check was then performed, which revealed anomalous impedance values of the svc and rv coils, along with noise detected by the laplacian electrocardiogram (lecg). In addition, the possibility of a loosened pin and connection failure with the implantable cardioverter defibrillator (ICD) was considered. A stress test was performed, however, the noise was irreproducible and the svc coil of the rv lead was programmed off. The rv lead and ICD remain in use and a lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.